Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The left common iliac artery was extremely tortuous and the iliac limb took an acute turn from medial to the left side. It was reported that the follow-up fluoroscopy revealed that there was kinking of the stent graft, and the blood flow was diminished in that area which the iliac vessel was very narrow. The physician elected to perform a thrombectomy procedure and implant a 10x40 bridge assurant, which was post dilated with a 12 mm balloon. There was improvement in the blood flow. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Secondary intervention. Evaluation: results: arterial and venous occlusion, extremely tortuous vessels. Conclusions: extremely tortuous vessels.